Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported she is having stimulation on one side of the body but not on the other side for 2-3 days ago. Patient asked for assistance to use the handset and communicator. Patient stated she is at oak ridge assisted living and asked for a person to meet her. Patient stated they can adjust the setting. Agent had difficulty hearing patient clearly. Agent observed confusion with using the external devices and asked to speak with someone. Patient asked a nurse to assist her. Agent assisted the nurse to connect with the external devices and therapy is on, communicator 100% charged. Agent confirmed patient did not have a fall or trauma. Agent reviewed device function and recommend patient consult with hcp ofc for next steps.